Event description:
It was reported that a clearlink system continu-flo solution set leaked; further described as a ¿slow leak¿. This occurred in the ¿chemo unit¿ while the patient was connected and receiving an unspecified infusion. The leak was noticed before a cytotoxic drug was hung on the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.